Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Devices from the same lot from consignment inventory will be returned to the manufacturer for investigation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic procedure the sheath of the guidewire came off in the patient. The sheath was retrieved with an unknown device and the procedure completed. There was no patient injury.